Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. The patient alleged the pump was powered off when she awoke. The patient denied damage to the pump and moisture exposure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box shows no unexplained power on resets. The battery cap threads were found to be stripped. The battery cap measurements were not within specifications. A test battery cap was used to complete investigation. The threads on the battery compartment were intact and there were no cracks or corrosion in the battery compartment. A pump rewind, load, and prime steps were performed with no power loss. The pump was exercised for 24 hours on a one unit per hour basal program with no power loss. Power circuit was inspected and no further defects found. The battery cap was damaged.